Manufacturer narrative:
The customer's calibration was ok. The customer's qc was requested but the actual results were not provided. The investigation reviewed the system's alarm trace and found multiple abnormal aspiration (sample probe) errors. These are indicators of possible poor sample quality. The field service engineer replaced the syringe seals as well as backflushed the sample aspiration pathway to remove a potential clog, performed checks, and verified the module running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with a cobas 8000 cobas ise module. The initial result was 129 mmol/l. The repeated result was 123 mmol/l. The questionable result was reported outside of the laboratory. The repeated results were deemed correct. The electrode lot number was q7393. The expiration date was requested but not provided.